Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 487 mg/dl. Customer also stated that she had button issue. Customer was treated with the insulin pump and chose not to troubleshoot the insulin pump since the buttons were not working. The customer stated that the symptoms related to high blood glucose such as dry mouth and headache. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that other buttons were not working on pump, it got locked up and having trouble delivering boluses and used insulin pens instead. The insulin pump will not be returned for analysis.